Event description:
It was reported that the patient had an infection with pain/swelling and purulence at apex #13 w/buccal cortical perforation, and granulated tissue. The infection/pain that was present has since been resolved after the removal of the implant. Site was debrided and antibiotics were prescribed. No additional medical intervention necessary. An abscess, pain, inflammation, and edema were reported symptoms.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.